Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had spinal surgery and went into ketoacidosis while in the hospital. Customer's blood glucose level was 481 mg/dl. Customer also stated that at one point she went into coma. Customer's symptom was vomiting. Customer's blood glucose level was in the 300 mg/dl range. Customer stated she was distributing bolus. Six hours later she was in distress and the hospital called the code. Customer was disconnected from the insulin pump. Doctors stated that the device had a malfunction. Customer also reported that she felt the doctors did not know the device. Customer felt the doctors did not know the difference between type one and type two diabetes. Troubleshooting was performed. No further information to report.